Manufacturer narrative:
(B)(4).

Event description:
It as reported that the pt experienced a shocking/jolting sensation at the neurostimulator site. There was no accident or incident reported that was related to this event. She also had a loss of therapeutic effect but it was found that her device was turned off. The device was turned back on and the pt was reported as doing okay. Add'l info was requested.